Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine keypad anomaly or led anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump being not responsive and keypad was unresponsive. The customer blood glucose level was 154 mg/dl. The customer was assisted with troubleshooting. Customer states they already replaced the battery but insulin pump not responding. Customer states they were swimming when noticed the medtronic logo showing on the insulin pump and the red light staying constant in front of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.